Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database: "attempt at placement of arterial line. Resistance encountered, and line removed. Upon removal, tip of line fractured off and was retained."

Manufacturer narrative:
Qn# (B)(4). The MDR report key is 11411836. The MDR text key is 234674062. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "attempt at placement of arterial line. Resistance encountered, and line removed. Upon removal, tip of line fractured off and was retained."